Event description:
The subject stent was returned for analysis and the device investigation revealed that subject stent deployed prematurely during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was returned for analysis partially deployed inside the proximal lumen of the microcatheter and partially present in the microcatheter hub. The microcatheter needed to be cut to allow the stent to be pushed out proximally into the hub. Once removed, the stent was noted to be significantly deformed and was also broken/fractured. In addition, there was a marker band missing from both ends of the stent, although this damage is likely to have occurred during removal of the stent from the microcatheter hub. The introducer sheath was also returned and was undamaged. Finally, the stent delivery wire (sdw) was returned for analysis and was kinked/bent approximately half-way along its length. Although all of the follow-up good faith effort (gfe) answers indicate that the introducer sheath was correctly set up and the rotating hemostasis valve (rhv) was not over-tightened, it is possible that the rhv may not have been fully tightened. This would result in the introducer sheath moving proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath. This is one possible explanation for the analysis findings. Additional information provided by the customer indicated that the device was prepared as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used microcatheter to deliver the subject stent. Flushed and delivered the stent to go into microcatheter but during the delivery big resistance was encountered. The operator added some force to push and the stent could be advanced into microcatheter for about 2cm but it could not be advanced forward any more with big resistance. So the operator withdrew the microcatheter and the stent out. An assignable cause of procedural factors has been assigned to the 'as reported' stent difficult/unable to transfer and 'as analysed' stent deformed, stent broken/fractured during transfer, sdw kinked/bent, and stent deployed prematurely during use events as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.